Event description:
It was reported that a few months after this right ventricular (rv) lead was implanted, the lead was revised to a more septal location due to high thresholds. The following week, this patient presented to the clinic with episodes of dizziness. The rv thresholds were noted to have increased to 2v/1ms bipolar with consistent capture at 2v/1ms with thresholds performed up to rates of 120bpm, however a threshold run at 130bpm reproduced loss of capture at 7.5v/1ms. The lead impedances were within normal range, but the trends had not been reviewed to determine if they were stable. A chest x-ray was recommended to observe the lead placement, however was declined at this time. The device was instead reprogrammed to ddd with a max track of 110bpm and rv outputs 7.5v/1ms, and the patient was sent home with 48 hour holter monitor and instructions not to drive and return if his symptoms re-develop/get worse. After the 48 hour monitoring, the patient was rechecked in the clinic and had not had any further dizzy symptoms since the device was reprogrammed. However, the 48-hour holter monitor the patient wore over the weekend did show evidence of intermittent loss of capture at higher outputs. Extensive provocation tests were performed with no evidence of noise or loss of capture, and rv impedance measurements continued to be stable. Unipolar rv threshold testing was performed which had a significantly higher threshold of 6v/1.5ms at a rate of 60ppm, which was suggestive of an issue with the lead placement. The patient was sent for chest x-rays and still had an loop recorder in-situ that was re-activated for monitoring purposes in the meantime. The lead remains in-service at this time, and we are awaiting the results from the x-ray. No additional adverse patient effects were reported.